Event description:
It was reported that during a lap hysterectomy (tlh) procedure, the tissue pad came off of the device and fell into the patient. The tissue pad was found in roughly 15-20 minutes and no x-ray was used. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.